Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2016 was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx ii system-halo device was implanted into the patient during urethrolysis with the placement of a mid-urethral sling and trocar cystotomy procedures performed on (B)(6) 2016, for the treatment of mixed incontinence and urethral obstruction. During the procedure, no complications were observed, and the patient tolerated the procedure well. As reported by the patient's attorney, the patient has experienced an unspecified injury as a result of the surgery.